Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was received and evaluated by hospital for special surgeries. There is no evidence identified in the hss evaluation of device failure or malfunction that warrants further actions and no new risks have been identified. The condition of the implant outlined in this report is consistent with the product development evaluation and the description of the removal. As such no further action is required. The disposition remains indeterminate consistent with the original product development evaluation. Device was neither implanted nor explanted.

Manufacturer narrative:
This device used for treatment and not diagnosis. Hss report received, investigation is ongoing.

Manufacturer narrative:
Device used for treatment and not diagnosis.the product was not returned to synthes for evaluation. Product development performed a design review: this case involves a surgeon who was unhappy with the initial placement of the pro-disc c device and the consequent removal of the device. The complaint identifies the cause of not being able to seat the implant to the posterior elements being the depth of the cuts made for the keel. No instrument malfunction has been identified. The root cause of the anterior placement of the device cannot be definitively identified as it cannot be concluded if the keel cuts were too shallow or if the tapered nature of the anterior portion of the implant prevented full implant seating. The complaint is focused on the removal of the device and the damage to the device in removal. The sale representative states that that surgeon intentionally damaged the poly insert to aid in collapsing the endplates. The surgical technique states to first distract the segment and then pry the superior endplate from the vertebral body. The core should only be pried if distraction cannot be achieved. The technique states not to re-use any device as damage can occur even if it is not evident. As there was no instrument malfunction and the damage to the device is an expected result of device removal, it can be stated that the device and instruments all functioned as intended with regard to the removal of the device. The design risk assessment is adequate for the intended use.should be health professional: entered in error. Placeholder.

Event description:
The surgeon performed the pdc procedure per usual, trialing then milling. When the surgeon put the implant in he was unable to get the implant to sit back to the posterior elements. He decided that the keel cuts were not deep enough. The surgeon removed the pdc implant and used the chisel a 2nd time to assure the keel cuts were deep enough. He then placed a new 5mm medium pdc sterile implant and was satisfied with its placement. The procedure was extended approximately 40 minutes.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was received at hss for evaluation on (B)(4) 2013. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned. The DHR for the material lot 5808582 was reviewed. Raw material receiving sheets were reviewed for correct type, size, grade, shade, jde no., lo no., and heat no. No discrepancies were found. Review of inspection sheet shows that the material conformed to all dimensional, chemical content analysis specifications. Review of lot# 5808582 shows the raw material was processed within specification. No manufacturing non-conformities were found.